Event description:
It was reported that leak occurred during catheterization because of pinhole. There was no reported patient injury. No other information was provided. Additional info from sales representative: while checked the situation, but the details are unclear. The report said that a pinhole was found around 8 to 9 cm during insertion, but the sales rep assume that it was a leak during insertion management because of the presence of threads, and the sales rep think that the catheter is probably damaged by a kink, since the catheter was not cut and too much of it was hung by threads.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. Functional testing of the catheter found that a leak was present at the 8cm depth marker when flushing the grey lumen. No leaking was observed when flushing the other lumens, suggesting that the inner lumen wall was undamaged and making it likely that the damage to the catheter originated externally. Microscopic inspection of the leaking area found that a small tear in the rough shape of a v was present. The edges of the tear were not rounded, but the fracture surface was granular. Based on the available evidence, the damage may potentially have been caused by an external object which punctured the catheter. However, insufficient evidence was found to conclusively determine the root cause.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that leak occurred during catheterization because of pinhole. There was no reported patient injury. No other information was provided. Additional info from sales representative: while checked the situation, but the details are unclear. The report said that a pinhole was found around 8 to 9 cm during insertion, but the sales rep assume that it was a leak during insertion management because of the presence of threads, and the sales rep think that the catheter is probably damaged by a kink, since the catheter was not cut and too much of it was hung by threads.